Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident hip. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding revision of a trident ceramic liner was reported. The event was not confirmed. The device was not returned for inspection. No medical records were provided for review. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies the event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that: patient states that she had a trident hip implanted (B)(6) 2005 and had a revision in 2012 after the device broke. The patient alleges she has metal in her body and is feeling ill.

Event description:
It was reported that: patient states that she had a trident hip implanted on (B)(6) 2005 and had a revision in 2012 after the device broke. The patient alleges she has metal in her body and is feeling ill.